Manufacturer narrative:
This device remains implanted, therefore technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was emitting tones after shock delivery. Interrogation confirmed that the device recorded code 1005, indicative of shock impedance measurements greater than 145 ohms. Since april 2019, the physician has been monitoring this patient closely due to oversensing, noise, high pacing impedance (1800 ohm to 2000 ohms, still within normal range) and high shock impedance (greater than 125 ohms). A boston scientific technical services (ts) consultant, noted that when this occurs, it is assumed that only minimal energy is being delivered to the patient, and that the lead system is likely damaged or disconnected. Ts advised device and lead replacement as soon as possible. The patient is a high risk patient, and is on the heart transplant list. The device remains implanted. No adverse patient effects were reported.